Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2220004 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx control balloon burst during the procedure. The device came out of the patient's body, and manual compression was performed for 20 minutes and recovered. There was no reported injury to the patient. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd used in a pci procedure. The device prepared and used in accordance with IFU instructions. There were no visible signs of device/package damage prior to use. There were no anomalies noted prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. There was no resistance/friction advancing through the sheath. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The syringe provided was used to inflate the balloon and 5:5 contrast/saline was used to inflate the balloon. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6 as reported, the 5f mynx control balloon burst during the procedure. The device came out of the patient's body, and manual compression was performed for 20 minutes and recovered. There was no reported injury to the patient. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd used in a percutaneous coronary intervention (pci) procedure. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There were no anomalies noted prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no resistance/friction advancing through the sheath. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The syringe provided was used to inflate the balloon and 5:5 contrast/saline was used to inflate the balloon. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 was depressed approximately 1/3 of its total travel and button 2 was not depressed. The sealant was on the catheter, exposed to blood and covering the balloon¿s proximal tip. The procedural sheath and syringe were not returned with the device. In addition, the device was found with the stopcock open. Leak testing was performed per the mynx control IFU, and the results revealed a micro tear in the balloon. Visual inspection at high magnification revealed a micro tear in the balloon of the return device and that the sealant was on the catheter, exposed to blood and covering the balloon¿s proximal tip. No other anomalies were observed. A product history record (phr) review of lot f2220004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear in the balloon could not be determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (although reported to not have visible calcium/plaque or a stent nearby) and/or concomitant device factors (procedural sheath was not returned) most likely contributed to the reported event since a calcified vessel or a damaged procedural sheath can cause damage to the balloon. Additionally, the observed condition of the sealant on the catheter covering the balloon¿s proximal tip could be related to the depressed condition of button 1. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5f mynx control balloon burst during the procedure. The device came out of the patient's body, and manual compression was performed for 20 minutes and recovered. There was no reported injury to the patient. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd used in a pci procedure. The device prepared and used in accordance with IFU instructions. There were no visible signs of device/package damage prior to use. There were no anomalies noted prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. There was no resistance/friction advancing through the sheath. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The syringe provided was used to inflate the balloon and 5:5 contrast/saline was used to inflate the balloon. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx control balloon burst during the procedure. The device came out of the patient's body, and manual compression was performed for 20 minutes and recovered. There was no reported injury to the patient. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd used in a pci procedure. The device prepared and used in accordance with IFU instructions. There were no visible signs of device/package damage prior to use. There were no anomalies noted prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. There was no resistance/friction advancing through the sheath. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The syringe provided was used to inflate the balloon and 5:5 contrast/saline was used to inflate the balloon. The device will be returned for evaluation.